Manufacturer narrative:
Clinical evaluation performed by medical affairs director: knee revision surgery occurred 3 years and 2 months after cemented total knee arthroplasty. Radiographic image provided shows a medially subsided tibial baseplate. Postoperative implant position cannot be assessed on the basis of available information. Causes for secondary subsidence may be, among others, undersized tray, unreported trauma or secondary serious osteoporosis. A final conclusion cannot be drawn with the information available. Batch review performed on 18 february 2019: lot 148724: (B)(4) items manufactured and released on 12-may-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event .

Event description:
Revision surgery performed 3 years and 2 months after primary due mid-flexion instability caused by a subsided tibial tray. The surgeon revised the tibial tray and the insert. The surgery was completed successfully.